Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also stated that the insulin pump was going crazy, and the bolus settings were coming on and off on the display. He stated that he had to press the buttons several times to get the bolus settings off. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the button error alarm. He noted that the button error shut off and the battery was empty. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He stated that he would retrieve new batteries to see if the insulin pump would work after a battery change.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.